Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy. It was found that the right lead extension was misplaced during a previous procedure causing poor tremor control. As a result, surgical intervention was undertaken on (B)(6) 2025 to revise the extension. Therapy was restored post-operatively.

Manufacturer narrative:
Correction- b5: mention of both lead extensions as opposed to just one lead extension.

Event description:
It was found that both lead extensions were misplaced in a previous procedure causing poor tremor control. Both lead extensions were revised on (B)(6) 2025. Therapy was restored post-operatively.